Event description:
A us distributor contacted zoll to report that battery charger/modem sn (B)(4) was unable to charge a battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge battery pack) has been confirmed. Upon investigation, the charger was unable to recognize or charge a battery pack. The cause for the failure was isolated to contamination on the battery board and bedside board. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the contamination.